Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent low blood glucose (bg) levels between 42-55 mg/dl. Reportedly, the basal rates on the pump needed to be adjusted. Tandem technical support advised customer to consult with healthcare provider to find correct settings.